Manufacturer narrative:
Additional information was received that the leads were not implanted and nothing happened that caused the patients numbness.

Event description:
A report was received that the patient was experiencing complete numbness in the lower extremities after the trial procedure. It was believed that numbness was not device related and it went away shortly after.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e serial #: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the patient was experiencing complete numbness in the lower extremities after the trial procedure. It was believed that numbness was not device related and it went away shortly after.